Event description:
Company representative reported left side "capsular contracture" baker grade iii. The device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified, weight to the spec, deformation. Cloudy was observed, after autoclave disinfection process. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process". Upon further review, the initial complaint was received by the distributor on 26/nov/2021. This is the initial aware date.

Event description:
Company representative reported, left side "capsular contracture", baker grade iii. The device has been replaced.